Event description:
It was reported that the 6800 system c-arm does not boot-up and can not x-ray. Another unit was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reseat the cpu board. Reseated the cpu board. The system was tested and found to be working as intended and placed back into service.